Event description:
It was reported that the obturator accessory component on multiple size 3.0 ped and 5.5 ped, pediatric tracheostomy tubes "were sticking in trach tube. Not very easy to remove/insert." This was reported on user facility medwatch reports received from cdrh reference #'s 1015556 and 1015555 (attached). There were no reported patient injuries. The ped devices are reportedly available to be returned to the manufacturer for identification, analysis and investigation. As of the date of this report the devices have not been received. Device evaluation results are recorded in section h of this report.